Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a generator change-out due to the patient¿s generator being at its normal elective replacement interval. During the procedure, the physician noticed abrasion on both the right atrial and right ventricular leads. The physician then used a lead repair kit and restored the leads. The patient was stable before, during and after the procedure. The patient will continue to be monitored.